Manufacturer narrative:
H3, h6) a software analysis was conducted. The results concluded the probable cause of the reported deviations was a patient shift. The low performance error was confirmed in the logs, however, the low performance error was not related to the reported deviations. The issue of low performance is attributed to the heavy CT case, which overloads the system and causes delays in instrument verification and detection by the navigation camera. Previously reported codes b01 and c19 are applicable as well as newly reported code, d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 h3, h6) the system was serviced in the field and no faults were found. A stress test was performed and no error messages were encountered. Codes b01, c19, and d14 are applicable. H6) multiple annex a codes were coded to capture the reported event. Annex a a0908 was coded for the alleged deviation and annex a a13 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that while in procedure, the software was displaying a "low performance, contact tech service" message. The site restarted the system and the message resolved for several minutes, but returned again within the procedure. After checking screw placement, 2/4 screws on the right and 3/5 screws on the left were allegedly deviated from the plan. The site elected to use their medtronic navigation and imaging systems to adjust the screw placement. There was no known impact to patient's outcome. Additional information received from a manufacturer representative indicated that surgical procedure being performed was a t11-l3 spinal fusion with burst fracture at l1 in which there was no impact to patient's outcome. There was an approximate 30-minute delay to the procedure and trajectories were off between 3.5 millimeters (mm) and 10mm.